Manufacturer narrative:
No investigation of the ventilator was requested, and no ventilator logs were provided. The healthcare facility reported that the leakage originated from the patient circuit. After replacing the patient circuit, the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced patient circuit was not returned for further investigation. There is no evidence of ventilator malfunction. The ventilator generated appropriate alarms in response to the leakage in the patient circuit.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for leakage. There was no patient harm. Manufacturer's ref #: (B)(4).